Event description:
One patient sample with discrepant calcium results. Initial result 14.1 mg/dl, same sample repeated gave result of 8.7 mg/dl. Erroneous result was not reported. The field service representative was unable to determine a cause for the discrepancy. The system was bleached and performance tests were performed and within specification.